Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms after being exposed to moisture. Customer was not able to clear alarm. Customer stated that the insulin pump had a crack starting from the battery clip to down the bottom and serial number on the back had been worn off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.